Event description:
It was reported that during an on-site inspection, the platform displayed user advisory 34 and 27. No adverse event reported.

Manufacturer narrative:
Device has been received by zoll medical corporation but investigation has not been completed. A supplemental report will be filed when investigation is completed. No adverse event reported.